Manufacturer narrative:
This report is regarding the first valve pvl and central leak treated with a valve in valve procedure and vascular plugs. Investigation in ongoing. Device remains implanted.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 29 mm sapien 3 valve was implanted in an incomplete tricuspid ring. The first sapien 3 valve was deployed at 80:20 aortic/ventricular (a/v) position with 40cc's (+7cc from nominal). The valve exhibited paravalvular leak (pvl) and central leak. The valve was post-dilated in an attempt to treat the pvl, but the pvl remained. A second 29 mm sapien 3 valve was implanted at 90:10 a/v position with 36cc (+3cc from nominal). There was still pvl between the first valve and the incomplete ring. Two plugs were then placed where the tricuspid ring was incomplete, and the leak was mild/trace post procedure. The patient is doing well..

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-12710.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions. The sapien 3 (s3) valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The s3 device was used in off-label implantation in the tricuspid-in-ring position. As there are no specific IFU or training materials related to tricuspid-in-ring procedures, the available training materials were reviewed only for information potentially relevant to the device use. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes are not required at this time. The event of paravalvular leak (pvl) was unable to be confirmed. Per the instructions for use (IFU), pvl is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the valve was implanted in an incomplete ring in tricuspid position. The non-circular shape of the ring at tricuspid position can create a gap between s3 and the ring/target site and result in inadequate sealing of the s3 to the target site. As such, available information suggests that procedural factors (s3 implanted within an incomplete ring) contributed to the reported event. The event of central regurgitation was unable to be confirmed. As reported, +7cc from nominal volume was used to deploy the first s3. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the s3 leaflets resulting in transcatheter heart valve central regurgitation. As such, available information suggests that procedural factors (over-inflation) contributed to the reported event of central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.